Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, a 3.0 mm stent was deployed in a lesion thats reference size was 2.5 mm, and the artery was not pre-dilated, which is contrary to instructions for use. The stent was deployed at 9atm, and due to the resistive nature of the lesion, it was dilated again at 14 atm. The sds was removed. When the vessel was reangioed, there appeared to be a perforation of the vessel within the stented area. The angio showed contrast entering into the pericardium. The area was again revisualized and it was noticed that the vessel had self-sealed. The pt remained stable throughout the procedure. No other info was provided.